Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The number of atms reached on the initial inflation is unk. The lesion being treated was a calcified, 75% stenotic lesion in the proximal circumflex coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as `good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.